Manufacturer narrative:
Manufacturing and quality control data: the m.blue® was manufactured by a qualified employee on october 2021. Deviations during assembly did not occur. The product was finally tested as article fx802t and released for packaging and sterilization and was sterilized by miethke. The m.blue® has a normal pressure range of 10 to 50 cmh2o. A fixed opening pressure of 10 cmh2o in the horizontal position (differential pressure unit) and an additional adjustable gravitational unit of 0 to 40 cmh2o in the vertical position. Both realized in one valve. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at the gravitational unit set pressures and 0, 10, 20, 30 and 40 cmh2o at the differential pressure unit of 10 cmh2o, and were found to meet specifications. All tested parameters were assessed according to specifications. Conclusion information: an investigation was not possible because no release/questionnaire was sent to us. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the m.blue®, since this documentation indicates that the valve is in perfect condition. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Further actions: from our point of view, no further regulatory actions are required.

Event description:
Investigation complete.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a sprung reservoir (product # fx802t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system (sprung reservoir + m.blue) showed a drainage problem. The patient underwent a revision procedure. The complaint devices were returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. The adverse event is filed under aic reference (B)(4). Reference associated medwatch report # 2916714-2023-00067.